Event description:
Pt reported that he has experienced elevated blood glucose of 350-400 mg/dl over the past 2 months. He has delivered insulin through the infusion device as a correction and has noticed the infusion set adhesive becomes wet with insulin and blood. He is also able to smell insulin. The infusion sets were replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.